Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient stopped using and charging her scs ipg due to ineffective stimulation approximately 10 months ago. The patient's ipg was confirmed to be depleted; however the patient's physician denied ipg replacement due to patient non-compliance. The patient underwent surgical intervention where her entire scs system was removed.